Event description:
It was reported that a large volume infusor experienced underinfusion. The expected flow rate and total fill volume are unknown. The infusor was returned after 48 hours from time of installation with half of the drug solution remaining in the reservoir. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between april 2, 2012 and april 3, 2012 the sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.